Event description:
Pt revised for tibial component debonded from cement by unk mfg.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any similar reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.